Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. On (B)(6) 2007 - the patient experienced pain, infection, dyspareunia , mental and physical pain. The patient underwent multiple surgeries and revisionary procedures.

Manufacturer narrative:
Updated with newly received information. New information confirmed that the involved product is not a medtronic reportable device. No further reports will be sent for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced pain, infection, dyspareunia, mental and physical pain, fever, sepsis, kidneys stopped working for 12 hours, hospitalization, erosion of mesh, bleeding, worry about further problems from remaining mesh; feeling inadequate and unattractive. After the original procedure additional surgeries were performed, including mesh removal procedures. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. On (B)(6) 2007 - the patient experienced pain, infection, dyspareunia, mental and physical pain. The patient underwent multiple surgeries and revisionary procedures. Additional surgery date of (B)(6) 2010 with bard pelvisoft. Please see additional (B)(4).